Event description:
Reporter indicated that patient has experienced hoarsenss since vns implant. The hoarseness is generalized and unrelated to stimulation. Investigation to date has been unable to determine whether the patient has been diagnosed with vocal cord paralysis.